Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and was torn while advancing. The lens was not implanted and there was no patient contact. The model and lot numbers of the injector and cartridge were not specified by the facility.